Manufacturer narrative:
The complaint was confirmed. Picture evaluation of an ar-623-t509 balance® tka, tibial bearing trial size 5 (9 mm thickness), batch 132581530 attached to the complaint. It is concluded that the device was broken into two pieces. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. Per dfu-0023-eor3. I. Cautions. 2. To avoid damaging the instrument, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. 6. Flexion of the joint with the instrument in position in the joint may result in vending or breakage of the instrument.

Event description:
On 11/10/2022, it was reported by a sales representative via sems that a ar-623-t509 ibalance® tka broke. This occurred during a case, the broken item was removed and the case went on without issue. There was no harm to the patient. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.